Event description:
The pt was found cold, clammy and unresponsive. His wife tested his blood glucose on the suspected device and it was 161mg/dl. She called the paramedics and 20 minutes later on their device, his blood glucose was 44mg/dl. He was given an IV with d50.